Manufacturer narrative:
Pending evaluation. Concomitant medical products: 120-65-35 - bone screw 6.5mm dia x 35mm long sn: (B)(4), 130-36-52 - nv gxl liner neutral, 36mm ID, group 2 cups sn: (B)(4), 148-36-93 - 12/14 zirconia head 36mm rep by 170-36-93 sn: (B)(4), 164-12-12 - novation element ro x/o sz 12 sn: (B)(4), 186-01-52 - integrip cc, cluster 52mm, g2 sn: (B)(4).

Event description:
It was reported that this 78 y/o male patient right hip had a poly swap. Surgeon removed old poly and replaced on (B)(6) 2022. Patient was last known to be in stable condition following the event. Device is not returning, hospital would not release.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision has been reported to be due to the device recall; no other reason reported. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported that this 78 y/o male patient right hip had a poly swap. Surgeon removed old poly and replaced on (B)(6) 2022. There were no reported issues during the surgical procedure. Patient was last known to be in stable condition following the event. Device is not returning; hospital would not release. New information on (B)(6) 2022- surgeon "is recommending all patients with recalled poly¿s revise them. There will be 100¿s of cases of the next months". Poly swap was for device recall. No other reason reported. No additional information.

Event description:
It was reported that this 78 y/o male patient right hip had a poly swap. Surgeon removed old poly and replaced on (B)(6) 2022. There were no reported issues during the surgical procedure. Patient was last known to be in stable condition following the event. Device is not returning; hospital would not release. New information on (B)(6) 2022- surgeon "is recommending all patients with recalled poly¿s revise them. There will be 100¿s of cases of the next months". Poly swap was for device recall. No other reason reported. No additional information.

Manufacturer narrative:
Section h11: *the following sections have corrected information: (b5) this event has been determined to be a duplicate of (B)(4).